Event description:
Noise noted on farfield signal during routine follow up. Provocative tested was performed. Noise increased only during isometric pressure with hands together. Impedance range during provocative testing was between 91 and 98. Patient will be followed on home monitoring and will return in three months for in-office follow up. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.